Event description:
The remstar device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed foam particles or degradation inside the blower kit with object code: blower foam degradation. Furthermore, the device had dust contamination, displayed error code: e051 (corrupt compliance log) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.